Event description:
The first surgical fiber was reported to have been "twisted" during use and the procedure was continued using a second fiber. The second surgical fiber was reported to have "twisted" during use and the procedure was completed using an alternate procedure (turp). The outcome was reported as "no damages to the patient". This report is for the second fiber used.